Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The loose of the l4 and/or l5 setscrews may be explained by the un-proper bending and insertion of the rod into the rod canal of the fas. X-rays may confirm or not this hypothesis (no x-rays received at the time of this report).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that a patient underwent lumbar fixation at l4-l5-s1 with fixed angle screws. During the procedure, the set screw on the left side at s1 could not be broken off due to the angle of the screw. The surgeon decided to leave the screw in the patient unbroken.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.